Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.